Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported that a beam was treated twice, but was not registered in the treatment chart. Based on the available information, mistreatment occurred; however, did not result in serious clinical outcome.

Manufacturer narrative:
Additional information: extra dose from single imaging filed delivered twice would be 2.5% for the day, this will be reduced proportionally in the context of multiple fractions to be much less than 1% of the total delivered dose, which is clinically insignificant. No short term or long term injury to the patient is expected from this extra imaging dose. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version.